Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. The vessel was reported to narrow at the iliac bifurcation. It was reported approximately 1 month post stent graft implant, the CT demonstrated that the iliac limb had occluded. It was reported that distal to the right iliac limb stent graft there was an edge dissection flap in the native artery. The physician believes that the dissection may be related to the insertion of the introducer sheath, which resulted in the dissection flap occluding the flow of blood through the stent graft. The physician placed a self expanding bare metal stent to cover the piece of artery that was flapping. The physician also performed a kissing balloon technique with good results. No additional clinical sequelae were reported and the patient is fine.